Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was prescribed a ten day course of keflex on (B)(6) 2012 to treat infection. Infection has reportedly resolved. Implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.